Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: the customer states: the following event occurred prior to use on patient. Prior to procedure, the doctor confirmed a difficulty in inflating the balloon. New one was opened to complete the case with no problem. No patient involvement.